Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, belt clip slot, cracked reservoir tub lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the infusion set was ripped out of their belly while they were in bed and that is when the button error was noticed. Customer's blood glucose reading was 400 mg/dl. Customer's son advised that his wife called the paramedics because the customer was irrational and jumping around in the bed. Customer is under a lot of stress and was given food by the paramedics which resulted in high blood glucose. Customer treated the high blood glucose levels with manual injection. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.